Manufacturer narrative:
This report is submitted on november 12, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a soft tissue reduction surgery under general anesthesia (specific date not reported). The implanted device remains.